Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "deflation". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening in the posterior side assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. White particle observed, inside device. Wear abrasion observed, on the device.

Event description:
Healthcare professional reported, right-side deflation. The device has been explanted and replaced.